Event description:
It was reported that; on (B)(6) 2012, small xia primary surgery was performed. Then, 4th growing rod surgery was performed on mar 5th 2015. In the surgery, the blockers loosening was found. The loosening blocker position is right side of both connector. Surgeon exchanged the blockers to new one and finished the surgery.

Manufacturer narrative:
Method: device history review and device evaluation.results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The returned blocker was inspected and found to have indentations on the bottom from final tightening. There were multiple marks in various locations of the blocker, which suggested multiple tightening attempts. Furthermore, the marks were not symmetrical along the blocker, which suggests that the rod was not properly seated during final tightening.conclusion: the most likely cause of the customer reported event is the improper final tightening of the blocker with the patient's activity possibly contributing to the event.

Event description:
It was reported that; on (B)(6) 2012, small xia primary surgery was performed. Then, 4th growing rod surgery was performed on (B)(6) 2015. In the surgery, the blockers loosening was found. The loosening blocker position is right side of both connector. Surgeon exchanged the blockers to new one and finished the surgery.